Event description:
A other health care professional contacted technical service to report that the patient dropped during lift from wheelchair,. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
Device inspection is sill pending at the facility. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. Upon inspection, baxter manufacturing site determined that the shaft had broken but the single fault safety drum functioned as designed. A replacement likorall 242 s quote was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of patient fall were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.